Event description:
The physician was attempting to remove a polyp from the pt's colon using a polypectomy snare. During the procedure it was noted that the snare's drive wire detached form its handle, rend3ering the device inoperable. The physician removed the handle and sheath leafving the drive wire and snare in the pt. The physician was attempting to remove the drive wire and snare from the pt, however, was unsuccessful due to the snare was entangled around the polyp. The physician utilized forceps to remove the entangled snare and drive wire form the pt without further complication. The pt is reported to be in satisfactory condition.